Event description:
Pt reported experiencing elevated blood glucose level while using the infusion device. Pt tested and measured "hi". Pt reported experiencing diarrhea, nauseous and vomiting. Pt reported going to the emergency room and was admitted from 10:30 pm that night until 4:50 am. Pt reported being treated with an IV drip of actrapid. No blood glucose levels were provide while pt was at the hospital. Pt's normal blood glucose level was not provided. Pt's condition is currently better. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.